Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. In addition, it is not clear who the manufacturer of the device is. As a conservative measure, this report is being filled. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filled. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The customer reported that they had difficulties adjusting the valve: therefore, they explanted the valve.